Event description:
It was reported that progav 2.0 (#fx439t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the valve had adjustment difficulties. Due to this problem, the the surgeon had to perform the explantation of the product. No patient complications were reported as a result of the revision procedure. The complained device will be returned to the manufacturer for evaluation.

Manufacturer narrative:
Conclusion information an investigation was not possible, because no product was returned for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the progav 2.0 system with pediatric prechamber. Our traceability indicates that the valve was in perfect condition. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to non- adjustability is only possible by an examination. Actions no further actions are required as a result of the complaint.

Event description:
It was reported that progav 2.0 (#fx439t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the valve had adjustment difficulties. Due to this problem, the surgeon had to perform the explantation of the product. No patient complications were reported as a result of the revision procedure. The complained device will be returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.